Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer and the customer requested assistance with printer and bed setup. Good faith efforts were made to obtain additional information associated with the failure to alarm complaint evaluation, but attempts have been unsuccessful. If additional information is later obtained, the complaint will be reopened.

Event description:
The customer reported that alarms were not being sent from newly integrated mx40s to the ¿small mobile monitor¿ [clarified to mean cell phones].

Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer. The rse learned that the customer moved equipment to a new department and identified that the configuration was not adjusted to reflect the move. There was no product malfunction; this is considered a user configuration issue. The rse performed configuration changes to resolve the issue.

Event description:
The customer reported that alarms were not being sent from newly integrated mx40s to the small mobile monitor. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. (B)(6).